Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient implanted with this left ventricular (lv) lead experienced muscle stimulation. This lv lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.